Event description:
It was reported that during a laparoscopic colectomy procedure on the back table the first device was loaded with a blue cartridge and the device was difficult to close. The scrub tech forced the device closed and the device was fired. No staples deployed. A second device was pulled and the same thing occurred. The rep pulled the third device and the device was difficult to close. Another device from a different lot was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that three long60a devices (a, b, c) were returned in good visual condition and with no cartridge reload loaded on the devices. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The devices were tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed, a defect was found during the manufacturing of this batch but was not related to the event description.